Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: unable to observe since it is a medical event and is not related to the device. Additional observations: observed, opening on the anterior side assessed as surgical damage opening . Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "pain and hardness", capsular contracture baker grade IV, and cysts. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain and hardness", capsular contracture baker grade IV, and cysts. The device remains implanted.